Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-dec-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigating the actual device used in this incident, it was determined that tower door 1 had failed and showed a failed icon at the top of the screen but did not appear in the recover failed storage tab for recovery. The station was shut down for 5 minutes and restarted, but the failure icon remained listed with no option to recover. A field service engineer unlocked the top of the station, opened all doors using the emergency release lever, and force-failed everything. The customer was then able to recover all doors and perform an inventory count in door 1. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that the bd pyxis¿ medstation¿ es tower experienced a malfunction in which the drawer was unable to open. This incident resulted in a delay in patient care and confirmed that there was no patient harm there were no adverse events or injuries reported based on this event.